Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons began to scroll on their own when attempting to program his carbohydrates. Customer also received a button error alarm and was not able to clear due to buttons not responding. Customer's blood glucose was 174 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No button error alarms noted. No display ramping on its own anomaly was noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratched display window.